Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated. H6 type of investigation code was updated.

Event description:
A biomedical engineer reached out concerning a ticket for a console they had received. The ticket described false purge housing door open alarm as well as several purge pressure alarms both high and low in a short span of time. It was not mentioned that there was an issue while any patients were on support.

Manufacturer narrative:
B3 the exact date of event is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
D4 UDI information revised.